Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to moisture damage at electronic assembly. Unit received with battery heating up due to corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump was overheating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.